Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer had a capsule which failed to detach, no harm was caused to the patient and a repeat procedure was performed. No intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. An endoscopy was performed to confirm the position of the capsule prior to placement using an endoscope. The physician has been performing the procedure for over 5 years, and was trained by a given representative. The vacuum source used was a pump but it is unknown what the vacuum pressure was before the procedure and during placement. No lubricant was used to facilitate the capsule placement. The delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.